Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The cable was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: cable (B)(6) pwr 4m n america nema5-15 sfw kit (B)(6) stealth s8 ent EU-sc. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used in an unknown procedure. It was reported that just after registration the flex screen "turned black". He site reported that after a system reboot the issue resolved itself. The representative could not do any further troubleshooting at the time of the event.

Manufacturer narrative:
Additional information added to b5. H3, h6: product 9736228, lot number: lc 21c22a was received by the manufacturer for analysis. The returned cable has no physical damage and passed a continuity test with no opens or shorts detected. No problem found. C19 and d14 are applicable. Previously reported code b01 is applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The type of procedure was a functional endoscopic sinus surgery (fess). There was a 5 minute delay in surgery.

Manufacturer narrative:
H2-3) the software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. There were 5 application logs present of the issue date. Logs captured a segfault in the qmlguiservice on the date of the issue, when user was in [task: registration / truverify] task. Suspected due to the segfault the reported behavior took place. Codes: b01, c10, d18 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.